Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Customer's blood glucose ranged from 80-200 mg/dl. Reportedly, customer continued to use the pump.